Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. Even though the anastomosis was damaged during the removal, the surgeon was unable to complete the procedure without the use of a side biter clamp. No patient complaints were reported by the hospital.